Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. As received, the battery charger/modem was unable to charge a battery pack. Upon evaluation, the q1 current-controlling transistor on the charger bedside board was shorted. The cause for the inability to charge a battery was the shorted q1 component cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report the charger/modem was unable to charge a battery pack.